Manufacturer narrative:
No definitive root cause was determined. Sample cannot be ruled out as contributing factor. At the time of this report, the investigation was still in progress. The pt's test results did not match results obtained with alternate method, preventing erroneous test results from being released. Gel cards reacted as expected.

Event description:
The customer obtained false negative results with two (2) weak samples in the ortho provue analyzer while performing antibody screening tests. The customer indicated that the provue interpreted the test result as negative. Incident appears to have occurred independent of test method. If the event were to recur with blood grouping and/or antibody screening tests, it can lead to transfusion of incompatible blood. The pt's test results did not match results obtained with manual gel test method, preventing erroneous test results from being released.